Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that false non sustained lead noise was observed due to undersensing on the discrimination channel. It was recommended to disable the patient notifier for non-sustained lead noise if the physician deemed it appropriate for the patient. No further information is available.